Event description:
It was reported that stent fracture occurred. The target lesion was located in non-tortuous and severely calcified left anterior descending artery. After a 2.25 x 28mm synergy xd drug-eluting stent was implanted, the mid stent fractured which was thought to be caused by a shelf of calcium. Another layer of stents was added and the procedure was completed. There were no patient complications.